Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, while impacting the cup, the inserter threads stripped and caused the threads in the cup to strip. As a result, the cup was removed and another cup was used to complete the procedure.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of the associated inserter indicates that the handle was inadvertently impacted against the cup when the threads were not engaged, which could damage the threads. It is possible that the damage was caused inadvertently before the parts were first assembled, and when the actual assembly took place, the damage was exacerbated further. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."